Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the monitor, the issue was not resolved. Further troubleshooting determined that the cable was loose in the port it was in to begin with and once fixed, the issue was resolved. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was report that the system was displaying no sync. The site restarted the system multiple times without resolution. The site received an orange light on the monitor and it displayed no signal. This issue occurred while loading the patient exam. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer and monitor for the navigation system were replaced. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that, when connected to a known operational navigation system, the monitor would not display images. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.